Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A (B)(6) representative reported via email of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 21 mg/dl. The customer stated that the sensor and blood glucose values are typically 10 points off. The customer stated that she was not wearing her sensor the other night because she needed to charge the transmitter. The customer's husband woke her up in the morning because she was being unresponsive. The customer was advised to speak with helpline.